Event description:
Customer alleges multiple repairs and unit is speeding up and slowing down resulting in a fall.

Manufacturer narrative:
The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges multiple repairs and unit is speeding up and slowing down resulting in a fall.

Manufacturer narrative:
The device was evaluated. The alleged speeding up and slowing down condition could not be duplicated.